Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the system board-cpu daughter card vpowerfail circuit was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_vpwrfail_failure in the device's event log. The technician recommended replacing the device's system board-cpu board assembly to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.